Manufacturer narrative:
(B)(4). It was reported that the patient underwent a laparoscopy, culdoplasty and posterior repair on (B)(6) 2005 due to hypermenorrhea, pelvic prolapse, pelvic relaxation and rectocele.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with a laparoscopy, culdoplasty and posterior repair; due to hypermenorrhea, pelvic prolapse, pelvic relaxation, sui and rectocele. It was reported that the patient had another mesh implanted on (B)(6) 2005 due to stress urinary incontinence and mixed urinary incontinence. It was reported the patient experienced erosion of mesh through the rectum and had removal of non- absorbable mesh on (B)(6) 2005. It was also reported that the patient experienced dyspareunia secondary to vaginal mesh and history of rectal mesh erosion with prior removal. The patient underwent removal of eroded mesh on (B)(6) 2006. It was reported that patient experienced eroding rectal mesh and underwent residual mesh revision/removal on (B)(6) 2012. The patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, vaginal scarring and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided. (B)(4) ¿ urinary/bowel problems; undefined recurrence. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-06787. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 06/26/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the patient experienced erosion of mesh through the rectum and had removal of non- absorbable mesh on (B)(6) 2005. It was also reported that the patient experienced dyspareunia secondary to vaginal mesh and history of rectal mesh erosion with prior removal. The patient underwent removal of eroded mesh on (B)(6) 2006. It was reported that patient experienced eroding rectal mesh and underwent residual mesh removal on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence. The patient underwent mesh revision/removal on (B)(6) 2012.

Manufacturer narrative:
Resubmission with the correct file number.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and hematuria.